Manufacturer narrative:
The vessel sealer instrument has not been returned to isi. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the customer had issues with the vessel sealer not working. The technical support engineer confirmed that the issue was not confirmed in the system logs. The customer switched to another vessel sealer which also did not work. The customer then restarted the electrosurgical generator and resolved the issue. The procedure was completed with no patient harm. Isi followed up to confirm that the vessel sealer was not providing energy from the beginning. However, the customer heard the complete sealing tone. There were no error messages and no patient harm.